Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. No sample is available for the manufacturer to evaluate. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
The hospital reported that after the surgeon introduced the endoscope he noticed some broken pieces inside the cannula. Patient's current condition was reported as unknown.